Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that had a damaged battery. There was no adverse event, patient injury, or medical intervention associated with this report. During baxter's review of the event history, it was discovered that there was a battery depleted set alarm that had occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries and harness have been replaced. Additional: the user interface module master software version for this device is 6.13.92, categorized as remediated. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.